Manufacturer narrative:
One opened trocar handle blade assembly in a tray with a cannula hub assembly in a pouch and within a bag was received. The sample was visually inspected and was found to be conforming. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. A functional fit test was not performed due to the probe was not returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported probe felt stuck while inserting it into the trocar during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).